Event description:
The customer reported the secondary medication was hung (believed to have been k phos) in a 250ml bag and the primary was a 250ml bag of normal saline. The staff nurse noted that the secondary medication started to back up into the primary bag. The tubing was changed out. There was no pt harm; medical intervention was not required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.